Event description:
(B)(6).according to the information recieved, the funnel falls off the catheter end when removing.

Manufacturer narrative:
(B)(4). No testing could be performed the analysis found that one retractor only was returned. Due to the complete device not being returned, no testing could be performed. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the whole bottom ring fell off the retractor, it totally separated while inserting and the insertion tool was being used. A second device was used without using the insertion tool and was inserted with no problems which was used to complete the procedure. No adverse consequences reported.